Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Available information suggests patient factors likely contributed to the event as patient has a history of kidney disease stage iii-IV, diabetes, and congestive heart failure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our field clinical specialist (fcs) approximately 10 years, 6 months and 11 days post transcatheter aortic valve replacement with a 23mm sapien 3 valve the valve failed due to stenosis and calcium was noted on the leaflets on CT. There was a left ventricle ejection fraction of 16%. The patient had shortness of breath and heart failure stage IV symptoms for greater than 6 months prior to admission. The patient was admitted to the hospital for cardiogenic shock and a valve in valve was planned, however the patient worsened and expired. Per medical records the progress notes stated that there was a pericardial effusion of uncertain etiology; they were monitoring the progression to avoid the need for pericardiocentesis. There was a follow up scheduled in 3 months to review cardiac status and imaging results. The next progress note stated that the patient had a history of tavr 10 years ago. The current valve function is suboptimal with abnormal gradients, but further invasive evaluation transesophageal echocardiogram (tee) deferred due to high procedural risk and unclear benefit in context of advanced lung disease and frailty.